Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at unknown concentration and dosage via intrathecal drug delivery pump with an unknown indication for use. It was reported that it was possible that severe lumbar lordosis could have caused the fracture of the previous 2 catheters due to an increased pressure from the spinous process and lamina. Additional information was received from the hcp via a manufacturer's representative on (B)(6) 2017 reported that an extremely tight spinal column was viewed to be the reason for the catheter issues in the past. The patient weight was unknown. Additional information received from the hcp on (B)(6) 2017 reported they had not seen the patient for the past catheter fractures. It was unknown when the first 2 catheter fractures occurred. No patient complications/symptoms were reported related to the past catheter fractures.